Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the infusion set was broken after he closed it in a door. The customer stated that the damage was specifically at the reservoir tubing connector. Blood glucose level at the time of the call was 514 mg/dl. The customer received assistance with how to administer enough bolus to bring down his blood glucose level. The customer will not return the product for analysis.